Event description:
Hcp reported the pt was experiencing an increase in pain. The hcp was unable to aspirate from the catheter. Both the pump and catheter were explanted and replaced. The pt is reported to have tolerated the procedure well. A follow up report will be sent when additional information is received.